Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, right ventricular (rv) lead pacing impedance rose to greater than 3000 ohms up from a trend in the 323-399 ohm range. The right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016; ventricular sensing integrity counts up to 526; non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing.

Event description:
It was reported that the patient's lead had high impedance, no stimulation, and a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.